Event description:
The patient's son stated that the display of the patient's coaguchek xs meter serial number (B)(4) appeared to have missing segments from the result field of the display. There was a possibility of mis-interpretation of results. The issue was noticed when the patient was trying to test. Testing could not be completed due to the issue. The patient tried to change the batteries to see if this would resolve the issue, but after doing this, the display was still faded in some areas and segments were missing in other areas. The patient did not try testing after changing the batteries. A display check of the meter was performed and only half of the available segments in the result area of the display were visible. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range was 2.5 - 3.5 inr. The patient's testing frequency is once every 2 to 3 weeks. The patient did not have any special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause of the contamination of the circuit board was improper handling or maintenance by the customer. There was no malfunction of the device.